Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/59 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: controller and battery changes due to technical problems related to the hvad® left ventricular assist device - a single center experience. Journal of cardiothoracic surgery, (2018) 13:74. Doi.org/10.1186/s13019-018-0759-9. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / serial #: unk / model #: unk / expiration date: unk, UDI #: asku. Mfg date: unk; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed malfunctions of vad components requiring controller and battery exchanges occurring at a single hospital system over a five-year study period. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who required unplanned clinic visits due to device malfunctions, with some requiring controller and battery exchanges. Device malfunctions included intermittent controller beeping, sudden changes in battery charge capacity, controller no-power alarms, controller/battery power switching, batteries unable to charge, critical battery alarms, sudden vad stops, electrical faults, loose mechanical connections, unspecified controller/battery damage and failure to communicate to the monitor. The status/location of the vads and accessory devices is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller and one battery with unknown serial numbers were not returned for evaluation. Review of the co ntroller log files could not be conducted since log files were not available. As a result, the reported events cannot be confirmed due to insufficient information. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. Events with critical battery alarms are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. A possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage, bent pins, and/or connector wiring failure. A possible root cause of the reported electrical fault event can be attributed, but not limited to contamination by foreign material of the driveline connector, a marginal driveline connection, wire damage, faulty internal component. Events involving a controller that was unable to communicate to a monitor can be attributed, but not limited to, a component malfunction within the serial module, a serial port connector malfu nction and/or a marginal internal connection between the serial port connector and the printed circuit board (pcb). A possible root cause of the reported controller damaged event can be attributed, but not limited to wear and/or to the handling of the device. A possible root cause of the reported controller no power event can be attributed, but not limited to a controller malfunction, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the reported vad stopped alarm event can be attributed, but not limited to a disconnection of the driveline from the controller and thrombus ingestion. A possible root cause of the reported battery damage event can be attributed, but not limited to wear and/or to the handling of the device. A possible root cause of the reported sudden changes in battery capacity event can be attributed, but not limited to an estimation error, momentary disconnections, and/or communication errors. Events involving a battery not charging can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld, soldering defect, out of temperature range and/or due to a charge time-out. A possible root cause of the reported power disconnect event can be attributed, but not limited to a marginal connection, communication errors, momentary disconnections and/or battery malfunctions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.